Event description:
When using the guidewire to cannulate the pancreatic duct, approximately 1.5 inches broke off from the tip of the wire. It was in the pt's pancreatic duct. The physician was able to retrieve the wire. It was removed in fragments.